Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result for a patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. On (B)(6) 2021, a sample from a patient initially generated a positive result for sars-cov-2 and influenza a (negative for influenza b). The same sample was retested the same day on the same cobas liat system which yielded a negative result for all targets. The negative results were reported, no harm is alleged. An investigation was conducted to evaluate the customer issue.

Manufacturer narrative:
Instrument data was not provided from the liat for review of instrument performance. A product quality issue was not identified. Due to lack of data and information, additional conclusions cannot be provided. Since it is unknown what collection kit was used, it is possible any off-label collection could contribute. Media with a different chemical composition could contain substances that could interfere with test operation and may impact assay performance. If the volume of collection media is not identical to on-label collection kit (3ml), then any potential interfering substances collected will be more concentrated and increase the rate of inaccurate results. A root cause has not been identified. Possible causal factors may be due to the sample having a low viral load where results are known to waiver, use of an off-label collection kit, or other sample processing related issues. (B)(4).